Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit does not calibrate the optical fiber.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and checked with the fiber optic simulator and the values are within range and no error is detected. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.